Manufacturer narrative:
This report is for an unk - constructs: tomofix plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: kim ms, et al. (2021), changes in joint space width over time and risk factors for deterioration of joint space width after medial opening-wedge high tibial osteotomy, archives of orthopaedic and trauma surgery, pages 1-12 (south korea). The purpose of this study was to evaluate the changes in joint space width over time after medial opening wedge high tibial osteotomy and identify risk factors for deterioration of joint space width using anteroposterior (ap) and rosenberg views. Between june 2014 and june 2017, 104 patients with primary medial compartment osteoarthritis with varus malalignment who underwent medial opening wedge high tibial osteotomy with 3-year follow-up were included in the study. There were 12 males and 92 females with a mean age of 56.8+/-5.9 year (range, 31-65 years). All patients underwent bi-planar fashion medial opening wedge high tibial osteotomy. The osteotomy site was fixed with an unknown synthes tomofix locking plates and screws. From the day after surgery, the quadriceps strengthening exercise was started. Range of motion exercise was performed using a continuous passive motion machine for 4 weeks after surgery. Only partial weight bearing using a crutch was permitted during 6 weeks after surgery and full weight bearing was allowed from 6 weeks after surgery. Complications were reported as follows: 22 patients had deterioration of joint spaced width at 3 years postoperatively. Unknown patients had pain at 3 years postoperative follow-up. Unknown patients had stiffness at 3 years postoperative follow-up. Unknown patients had undercorrection. This report is for the unknown synthes tomofix locking plate and screws. This report is for one (1) unk - constructs: tomofix plate/screws. This is report 1 of 1 for complaint (B)(4).